Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed via remote transmission. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.